Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were also submitted to product performance engineering for evaluation. The two images submitted with the returned device appear to show a fracture in the proximal shaft of the catheter. Visual inspection of the returned device revealed a fracture in the shaft material just proximal to the deflectable shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the proximal shaft remains unknown.

Event description:
During the atrioventricular nodal reentrant tachycardia procedure after atrial fibrillation, it was noted that the catheter tip was deformed, and the shaft was cracked. The device was replaced, and the procedure was completed with no adverse consequences to the patient.